Event description:
Event description guidant received information that this fineline lead was removed from service along with the pacemaker due to a fracture at the terminal end of the lead which caused it to become hung up in the pacemaker. A new pacemaker and leads were implanted.